Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
During a follow-up, low r-wave sensing and increase capture threshold were observed. A micro dislodgement was noted. The lead was explanted when an attempt to reposition the lead was unsuccessful.